Manufacturer narrative:
(B)(4). Evaluation summary: one actual unit was received for evaluation. The unit was received inside a can labeled chemotherapy and was wet with solution. The unit was attached to an unknown set. One port was broken/inserted with an unknown spike. The reported condition was confirmed. The potential root cause for this incident is related to the use of a set with a different surface finish, when compared to the baxter specifications. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter canada of an intravia container that had "the inner part tubing separated from the bigger port." The secondary set was removed from the line and wrapped. The chemotherapy medication was completed so the patient did not miss any of her dosage, but it risks for chemotherapy spill and splash. The problem occurred during patient use; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.